Event description:
A customer reported that the epiq 7c ultrasound system's control panel handle will not lock into place. The sonographer had just started to pull the system out of the room and the control panel did swivel out to the side. No patient or user was harmed as a result of this issue. A philips service engineer replaced the flange bearing on the articulation arm assembly to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. This action was reported to FDA per 21 cfr part 806 on 7/16/21. Reference corrections and removal report number 3019216-07/16/21-002-c.